Event description:
It was reported that the patient had developed an infection following placement of the peripheral leads. The lead was explanted and discarded by the physician. The patient was reported as doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model neu_unknown_lead serial# unk implanted: unk explanted: (B)(6) 2011.